Manufacturer narrative:
Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests. No pump error 82 alarm noted during testing. Thus software was utilized and downloaded trace/history files properly. However, in further full review in the pump history found multiple pump error 82 on (B)(6) 2025 13:19:06.000, (B)(6) 2025 13:20:34.000 and pump error 81 on (B)(6) 2025 13:19:06.000. Pump was cut open to perform visual inspection and no component damage or moisture damage on the electronic assembly, battery connector, battery tube, motor, vibrator during visual inspection. Motor passed motor test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay. Unit passed all required test. No pump error 82, 81 alarms noted during testing. However, pump error 82 and 81 alarms confirmed on event date in the pump history download, the motor may have had an intermittent failure that was not detected during our testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump received 3 pump errors pump error 82 (the hrm task did not grant motor power in a reasonable time) and pump error 81 (the motor processor did not ack a command from delivery manager in a reasonable time. Data in alarm can identify which command it was.) The customer reported no adverse event. The event involved product mmt-1884l. Troubleshooting was performed. The customer was able to successfully clear the alarm and unable to complete the rewind. The customer will discontinue using the device. Mmt-1884l was requested, and the customer's response was that the device would be returned.